Manufacturer narrative:
Product analysis: the stent was not present on the balloon. The balloon had evidence of previous inflation. There was also blood present on the balloon. There were no crimp impressions evident on the balloon working length. (B)(4).

Event description:
The device was returned to the manufacturing facility. Through analysis of the returned device, it was observed that the stent was not present on the delivery system.